Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report # (B)(4) which indicated that "on (B)(6) 2013 pt found to have black urine, jaundice in color, acute renal failure, platelet count (plt) 9 and acute severe hemolysis with lactate dehydrogenase (ldh) > 3000. Pt was taken to the operating room for a pump exchange."

Manufacturer narrative:
The user facility report # (B)(4) was received from the (B)(6) registry. The manufacturer is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.